Event description:
It was reported by rn - picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast was unconfirmed. Root cause confirmation: the reported issue is unconfirmed: ¿picture is very ¿grainy¿ the unit was tested with the standard test parameters and compared with bench test unit using exact settings. No difference was noticed in the (2) images. The test image and customer image are attached under ¿notes¿ of this work order. Also, the customer probe was not sent with this unit. Reported issue root cause: the root cause of the reported issue: the reported issue could not be confirmed, therefore there is no root cause. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by rn - picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast.